Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 (air in line) alarm that occurred on the home choice (hc) unit during dwell 3 of 5. During troubleshooting it was determined that a clamp on an unused supply line was open. The hp was reminded that any unused supply lines need to have the clamps closed. The technical service representative (tsr) assisted the hp with clearing the alarm. The tsr explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies or finish with manual supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed. The patient reported having a clamp open on an unused supply line during therapy. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.